Manufacturer narrative:
The investigation was unable to determine a specific root cause. No product problem was found. The elecsys assays performed within specification.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(4). The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. The results for elecsys anti-hbc ii and elecsys anti-hbs ii did not match the patient's medical history and previous findings. It was suspected that the assays might be interfered with by the patient's medications. This medwatch is for the elecsys anti-hbc ii assay. Refer to the medwatch with a1 patient identifier pt- (B)(6) for the elecsys anti-hbs ii assay. Refer to the attachment to the medwatch for all patient data.